Event description:
Customer reportedly received result of 314 mg/dl on the mobile system and 140 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the mobile system (lot number 277050, expiration date 09/30/2011). Reference medwatch report with (B)(4) for the suspect device used in the compact plus system.

Event description:
Caller reports lancet is protruding from multiclix device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.